Event description:
The reporter stated the surgeon implanted a vicm12.1 12.1mm implantable collamer lens in patient's left eye on (B)(6) 2011. The lens was explanted due to low vault on (B)(6) 2014. The lens was exchanged for a different model, longer length lens. This resolved the problem. Vault on (B)(6) 2012 was 140. Vault on (B)(6) 2014 was 40. Vault on patient's last doctor visit on (B)(6) 2014 was 410.

Manufacturer narrative:
Method: lens work order search/medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. A work order search was performed and no similar complaint was found. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safely of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4). Conclusions: (no conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Device not returned.